Event description:
Patient had star tibial component and sliding core mobile bearing revised.

Manufacturer narrative:
Additional revised component: star total ankle replacement; tibial component: model#: 400-264, lot#: 091106/0092, device MFR date: 02/2010, expiration date: 02/01/2015, date of implantation: (B)(6) 2011, date of explantation: (B)(6) 2011. Patient had star tibial and sliding core bearing component revised to correct malalignment.